Event description:
It was reported that there was pain, worsening of symptoms, abdominal swelling and it "looks like she is 5 months pregnant." The event occurred following an implant. Later it was reported that a bladder irrigation took place. It was unclear why the urgency and frequency increase occurred. Also, the patient did not follow up appropriately and was seen as an emergency.

Manufacturer narrative:
(B)(4).